Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the screwdriver was broken.

Manufacturer narrative:
As per investigation results, the tip of the screwdriver blade was broken. The fracture surface showed heavy plastic deformations and had torsional forced rupture due to high torsional forces. The root cause for the reported event can be attributed to a user related issue. No indications were found for any material, manufacturing or design related issue.